Event description:
It was reported that the left monitor would intermittently not display an image. There is no report or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The left monitor was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.